Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with chest pain and shortness of breath. Cellulitis and an abscess of unspecified site were noted. Patient was treated with bactrim.